Manufacturer narrative:
(B)(4).

Event description:
The patient received a "shock" at the lead site after her lead fractured. She previously had 4 "leads" and no only 1 "lead" was working. She was at home in fair condition. Additional information has been requested.